Event description:
The ge oec 9800 fluoroscopy system was reported to have poor image quality during a procedure.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the resolution, confirmed by line pair resolution was below specification. The image intensifier power supply was adjusted to bring the line pair resolution up to the required standard of 2.5 1p/mm. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.